Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, episodes of post paced t wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.